Event description:
Baxter service manager reported an incident of air seen going to the patient during a hemodialysis procedure with no alarm from the system 1000 hemodialysis instrument. The patient stayed in the center for 4 hours for observation then was released with no medical intervention reported.